Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Ultimately the customer was able to fill the cartridge with the existing needle. Customer¿s blood glucose was 126 mg/dl. Customer mentioned reusing the cartridges and needle tips. Tandem technical support educated the customer on cartridge and needle labeling.